Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and replaced. No resulting adverse patient effects were reported and it was not indicated the unit would be returned.